Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed flex viewing flex spot pc did not start the application. After reviewing log file fse found that malfunctioning flex viewing-pc. Upon troubleshooting fse found the issue was caused by a faulty flex viewing flex spot pc. The cause of the defective flex viewing-pc failure could be determined by the supplier's part analysis and the failure component is hdd bay. To resolve the issue, replaced the flex viewing flex spot pc and reinstalled the software. After the replacement of flex viewing flex spot pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.